Event description:
New information received indicates no intervention was performed, and the right ventricular (rv) lead will continue to be monitored. The patient was stable following this event with no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of over-sensing due to myopotentials resulting in pacing inhibition were noted on the right ventricular (rv) lead. The patient was stable following this event with no adverse health consequences.